Event description:
A malfunction was reported on a customer's pump, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset. The malfunction code did not recur, and the customer was advised to continue using the pump but was instructed to contact support if the issue reappears, which the caller understood and acknowledged.